Manufacturer narrative:
E.1 initial reporter facility name - rector & visitors of university of virginia behalf of medical center a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the solenoid plunger (u-shaped) was found snapped. A field service engineer powered down the station and removed the matrix assembly to replace the solenoid plunger. After replacing the plunger, all components were reassembled and the drawer was successfully tested using the hardware test application (hta). Also, good faith attempts were made to get the additional information regarding scanner. No responses received from the field service engineer (fse) and the fse manager. Additional information will be added to the record if and when the information is received.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the full height matrix drawer failed to open, which located on 4wicu. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.